Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed failure to sense and capture on the right ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable.